Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, air bubbles were observed within the infusion set tubing. There was no reported impact to the customer's blood glucose (bg) level. Customer performed a supply change to address the issue.